Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was evidence of moisture in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but it was responsive during the investigation.